Event description:
The patient experienced a lack of effect. The patient was hospitalized for treatment of pain, to perform a computerized tomography and to take x-rays. Device interrogation revealed high impedance readings for the right-sided device. X-rays revealed that one of the screws at the 'connection to the electrode' was slightly turned. An exploratory surgery of the connection was done in 2009. It was determined that the 'screw was stuck' and the electrode was broken between contact 2 and 3. The system was revised one week later. The lead and extensions were replaced. The device system with the new components was interrogated. Impedances greater than 4000 ohms were noted on one channel. The patient felt 'very well' after surgery. He had regained good therapeutic effects from spinal cord stimulation.

Manufacturer narrative:
The lead and extension have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.